Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's pacemaker was unexpectedly in back-up operation. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate backup operation was confirmed. Final analysis found that the battery level was within the normal range. The device image was severely corrupted and no data could be retrieved. The cause of backup operation could not be determined.